Manufacturer narrative:
The customer did not retain the subject bflex 2 regular 5.0 single-use bronchoscope to have it returned to verathon for evaluation; therefore the cause of the reported image issue could not be determined. The customer reported that they have communicated with their facility staff to keep any other bronchoscopes that may have issues to have them sent to verathon for failure analysis. To date, no additional similar complaints have been reported by the customer. Review of complaint history for the subject lot of bronchoscopes could not be performed as no lot number was provided. Trending analysis for bflex 2 regular 5.0 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while performing a bronchoalveolar lavage (bal) bronchoscopy with a bflex 2 regular 5.0 single-use bronchoscope, the picture on the screen frizzed out when injecting the bolus. They reported the picture snowed out and displayed tracking lines, obscuring about 90% of the image. While it was reported that this event happened during instillation of saline via 60cc syringe, it persisted after the syringe was emptied and when suctioning. The bronchoscope was removed and switched to a new one. After completing the bronchoscopy, the customer reconnected the affected bronchoscope and reported it functioned normally. No delay in the procedure or harm to the patient was reported.